Event description:
It was reported that, first few months after surgery, he was fine. Then he was in so much pain he would cry. Metal tests on (B)(6) 2012 showed metal leaking into blood stream. Cobalt level was high. Revision is scheduled for (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.